Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000429, serial/lot #: unknown; product ID: bi71000273, serial/lot #: unknown. Product ID: bi71000543, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the broken screws were extracted. The door winch and slides were replaced. The imaging system then passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the site was unable to open the gantry door. They performed the emergency door open and were able to fit the t-pin in the side of the gantry. However, when opening the actual door, the top would open and the bottom portion of the door would get stuck. At this point, they decided to lift-and-shift the system down toward the feet. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
D9, h2, h3: the hardware was returned and analysis was performed. The reported complaint, "unable to open gantry", was unable to be confirmed. Winch motor assembly was tested with the motion cart. Forward and backwards motion passed, and the brake was engaging and disengaging as normal. Winch assembly functioned as normal, as well. Visual inspection showed normal wear. No functional fault found. B01, c19 and d14 are applicable to the functionality and b01, c070606 and d02 are applicable to the wear. The return of the door winch (bi71000429) provided the lot number w1705190912 rev. 8. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.